Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that the implant was placed on (B)(6) 2017 and was removed on (B)(6) 2017 in site #6 due to lack of integration. The bone quality was determined to be type ii. It was reported that insufficient bone quality/quantity and a sinus membrane perforation could have influenced the problem found. The clinician also reported that, following the implant loss, the patient experienced fistula.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc the dentist reported that immediate load was performed.

Event description:
The clinician reported that the implant was placed on (B)(6) 2017 and was removed on (B)(6) 2017 in site #6 due to lack of integration. The bone quality was determined to be type ii. It was reported that insufficient bone quality/quantity and a sinus membrane perforation could have influenced the problem found. The clinician also reported that, following the implant loss, the patient experienced fistula. (B)(4).